Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available. Reference exemption # (B)(4).

Event description:
This is a complaint for the first hl20 2 position pump noted in this event. Patient was getting ready to be transported on the hl 20 2 position hlm.the art pressure on the control screen showed error 08. The entire vertical line where the art presure was, went black. The rotaflow stopped. They put the rotaflow into the free mode. It continued to run. They switched to another hl20 console ((B)(4) s/n) using the same rotaflow. Turned the pressure back to the original settings and everything was good for several hours. Then the hl20 did the same thing it did on the 1st pump. It errored 08 and went black. They put the rotaflow on free mode. They switched to a 3rd pump and tried the original settings again. It's been working on the 3rd hl20 without problems. No problems with patient. They were always flowing because they switched to the free mode. Reference no. (B)(4).

Manufacturer narrative:
The device was investigated by biomed technician on the instruction of the customer. He could not replicate the problem. He asked for advice from maquet lce who suggested possible causes. No component parts were returned to maquet for further investigation and although requests were made by maquet for further information as to the outcome, nothing was received. It was confirmed that there was no patient harm.

Event description:
(B)(4).